Event description:
When the physician attempted to deliver the smart control stent over the guidewire to the iliac artery, the device became stuck. The reason is unclear. When the physician pulled the device back, resistance was felt. When the device was finally removed from the patient, it was noticed that the tip of the device had separated and was pulled off the device. The physician believes the tip of the device remained in the blood vessel although it could not be seen under fluoroscopy. Please note that multiple attempts to acquire add'l info have been attempted, but have been unsuccessful.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt. See scanned pages.